Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation determined the reported the difficulty grasping appears to be related to patient morphology/pathology (annular dilatation and thin leaflets). The single leaflet device attachment (slda) appears to be due to procedural condition due to the increase of blood pressure. The reported poor image resolution was due to user technique (echosonographer experience). The patient effect of the tissue injury appears to be due to procedural condition of the slda. Hypertension appears to be due to user technique. Tissue injury and hypertension are listed in the instructions for use as known possible complications associated with mitraclip procedures. The reported medication required and unexpected medical intervention were results of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.na.

Event description:
N/a.

Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report single leaflet device attachment/slda, tissue damage, hypertension and medical intervention. It was reported that this was a mitraclip procedure to treat mitral functional regurgitation (mr) with a grade of 4+. It was noted annular dilatation and thin leaflets. Imaging was difficult due to the echosonographer experience level. The clip delivery system (cds) was advanced to the mitral valve, and the clip grasped both leaflets with difficulty. The clip was deployed, and the procedure had ended. However, the patient¿s blood pressure had slightly dropped to a normal level due to the blood pressure first had increased to 200. Medication was administered to stabilize the blood pressure. Fluoroscopy showed the clip became detached from the posterior leaflet but remained attached to the anterior leaflet (single leaflet device attachment/slda). It is possible the user inadvertently allowed the blood pressure to increase to an abnormal level which resulted in the slda, but this cannot be confirmed. A posterior leaflet tear was observed. Therefore, another clip was deployed to stabilize the slda. Two clips were implanted, reducing mr to 1+. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.